Event description:
Additional information received reported no dye study was performed because the volume discrepancies were within tolerances. The patient received a 1/2 milligram bolus that made him feel better. The patient had no further issues since that time. The pump was being used to deliver morphine at 25 milligrams per milliliter (mg/ml) and bupivacaine at 20 mg/ml. The two medications were compounded and delivered at a rate of 14.5 mg/day.

Event description:
Additional information was received. It was reported that the pump had been explanted to avoid in-vivo battery depletion. It was stated that the event consisted of the elective replacement indicator pump replacement and the volume discrepancy reported in december. It was noted that a dye study had been planned, but was not completed. Due to the patient¿s work schedule, he had to wait until summer to have the pump replaced. There was no patient injury and he recovered without sequela.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
It was reported that there was a volume discrepancy at the patient's refill. It was stated that the estimated residual volume was 2.4ml, while the actual residual volume was 5.8ml. Similar events have happened at the patient's last three refills, so a catheter dye study was to be scheduled. At the time of report, the patient was experiencing increased pain, specifically in his back. It was noted that there was no patient injury and no adverse events. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies as the pump passed all non-destructive testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.